Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered pain due to the eroded mesh, additional medical treatment and procedures. All other information is unknown and unavailable.